Event description:
A nurse contacted baxter's technical service center to report a disconnection issue between a uv transfer set and a titanium adapter that occurred during use. This report relates to the titanium adapter. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. This product is not distributed in the us and does not have a 510(k) number.